Manufacturer narrative:
D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient called the clinic due to alarms from the system controller. They were brought to the clinic for a checkup of the system. The ventricular assist device (vad) coordinator checked the patient and downloaded log files. On the log files, driveline power fault alarms were confirmed and a power a broken (fault) was seen. The clinic exchanged the modular cable and the system controller. This resolved the alarms and patient was sent back home. The modular cable and system controller would be sent back for analysis.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller, serial number (B)(6), was returned for evaluation due to the reported event of a driveline power fault alarm. The returned controller was functionally tested and was found to perform as intended. The cause of the reported event was isolated to an issue with the returned modular cable (evaluated separately) and has been addressed via the modular cable¿s investigation. The root cause of the reported event could not be correlated to an issue with the system controller. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment (section titled ¿emergency contact list¿). The current revision of the patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.